Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020. The patient experienced hemorrhage, sepsis and infected perinephric hematoma, requiring transfusion, antibiotics, interventional radiology (ir) percutaneous drain placement and interventional radiology (ir) percutaneous nephrostomy tube.

Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2020. Block d4, h4: the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient codes e0306 capture the reportable event of sepsis. Imdrf patient codes e1310 and e0505 and capture the reportable event of infected perinephric hematoma. Imdrf patient codes e0506 capture the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact codes f2302 capture the reportable event of blood transfusion. Imdrf impact codes f2303 capture the reportable event of medication required. Imdrf impact codes f19 capture the reportable event of surgical intervention. Block h11: correction - block h6 (patient codes, impact codes) has been corrected.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2020. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(6) capture the reportable event of sepsis. Imdrf patient codes (B)(6) capture the reportable event of hematoma. Imdrf patient codes (B)(6) capture the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact codes f23 capture the reportable event of unexpected medical intervention. Imdrf impact codes f2303 capture the reportable event of medication required. Imdrf impact codes f19 capture the reportable event of surgical intervention.

Event description:
This report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020 the patient experienced hemorrhage, sepsis and infected perinephric hematoma, requiring transfusion, antibiotics, interventional radiology (ir) percutaneous drain placement and interventional radiology (ir) percutaneous nephrostomy tube.